Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the biosense webster inc, (bwi) product analysis lab received a video which was provided by the customer and it was observed that the hemostatic valve was dislodged inside the hub component. Initially, it was reported that before the operation, the inner sheath could not advance in the outer sheath. A second sheath was used to complete the operation. No adverse patient consequences were reported. The obstructed sheath was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received a video and it was observed that the hemostatic valve was dislodged inside the hub component. Therefore, the awareness date for this reportable lab finding is (B)(6) 2022.

Manufacturer narrative:
Initial reporter phone: (B)(6). Investigation findings code of "appropriate term/code not available" represents photo/video analysis. A video was received for evaluation following biosense webster's procedures. According to the video provided by the customer, resistance was observed when it was tried to advance the dilator through the vizigo¿ sheath. Also, the hemostatic valve was observed dislodged inside the hub component. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. A manufacturing record evaluation was performed for the finished device 00001907 number, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed from the video analysis. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 24-aug-2022. The device evaluation was completed on 31-aug-2022. It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the biosense webster inc, (bwi) product analysis lab received a video which was provided by the customer, and it was observed that the hemostatic valve was dislodged inside the hub component. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles is performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A device history record evaluation was performed for the finished device 00001907 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).